Manufacturer narrative:
The affected device has not yet been returned.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a tubing flow backward issue. The distributor received the following information from the user facility on (B)(6) 2019: "one of the sets we were testing on is running backwards pumping air into the bag instead of fluid out the end of the tubing. The link directly below has 2 videos taken of two different pumps doing this while running on this one set. Both pumps ran on another set from the same lot number without issue". The distributor is currently seeking means to provide the videos to infutronix. No patient was involved in this event. No medication was being infused at the time of the event. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The reported issue was confirmed via the provided image of the affected set. The image showed that its cassette was installed backwards. The affected set was not returned for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00027).